Manufacturer narrative:
E1: initial reporter facility name:(B)(6).

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the brachial artery. The target lesion, with 70-80% stenosis, was located in the moderately tortuous and moderately to severely calcified protected left main to left circumflex artery (lm-lcx). A 3.00 x 38 mm promus premier select drug-eluting stent was advanced for treatment. During the attempt to deliver the stent to the lesion, the shaft was unable to cross into the proximal lcx. The device was removed, and upon inspection, the stent shaft was found to be damaged but not fully broken. A second 3.00 x 38 mm promus premier select stent was used, and delivery was attempted with the assistance of a guidezilla catheter; however, the stent again could not cross the lesion and presented with the same issue. The device was removed, and the procedure was completed using a different device. No patient complications were reported, and the patient remained stable throughout the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the 38 x 3.00mm promus select stent delivery system was returned for analysis. Visual and tactile inspection revealed a hypotube break 98 cm proximal to the port exchange and multiple kinks along the length of the hypotube shaft. The detached portion of the hypotube, including the hub manifold, was not returned. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic inspection revealed no damage to the stent, balloon, or tip. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. This conclusion code is based on the available information and reported anatomical characteristics. The inability to cross the lesion site was likely due to interaction between the device and the challenging lesion anatomy present in the vessel being treated (70-80% stenosis, moderate to severe calcification and moderate tortuosity). It is likely that during the attempt to cross the lesion excessive force was unintentionally applied to the delivery system resulting in the observed shaft damage. However, interaction with ancillary devices such as the guide catheter may have also contributed to the event.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the brachial artery. The target lesion, with 70-80% stenosis, was located in the moderately tortuous and moderately to severely calcified protected left main to left circumflex artery (lm-lcx). A 3.00 x 38 mm promus premier select drug-eluting stent was advanced for treatment. During the attempt to deliver the stent to the lesion, the shaft was unable to cross into the proximal lcx. The device was removed, and upon inspection, the stent shaft was found to be damaged but not fully broken. A second 3.00 x 38 mm promus premier select stent was used, and delivery was attempted with the assistance of a guidezilla catheter; however, the stent again could not cross the lesion and presented with the same issue. The device was removed, and the procedure was completed using a different device. No patient complications were reported, and the patient remained stable throughout the procedure.